Event description:
It was reported a patient's atrial lead presented with high pacing impedance. No changes were reported. The patient did not have any symptoms.

Manufacturer narrative:
Medwatch report: mw5119657. Further information requested but not received.